Event description:
It was reported that a patient underwent a c-section on (B)(6) 2014 and a drain was used. The drain was inserted into the left lower abdominal region toward the vagina. During the removal of the drain on (B)(6) 2014, it broke and remained in the patient¿s body. The patient underwent a celiotomy to remove the drain fragment. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.